Event description:
The patient was revised because of pain. Update 2/16/2015 - pfs and medical records received. Pfs alleged pain and bone fracture. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, metal hypersensitivity, pathologic greater trochanter fracture, and some fretting with wear debris around the trunnion. This complaint was updated on 3/5/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices have still not been returned. There were no changes in the product/lot information investigated previously. No additional investigation performed. The investigation could not verify or identify any product contribution to the reported event with the information provided. A need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges bone fracture.